Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using thebd pyxis¿ anesthesia station es, the codonics printer located in cath lab c was not printing labels correctly, as reported by cath lab staff. The customer noted that if a technician is dispatched on site, coordination with staff will be required to ensure cath lab access for the technician. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired.

Event description:
It was reported that when using thebd pyxis¿ anesthesia station es, the codonics printer located in cath lab c was not printing labels correctly, as reported by cath lab staff. The customer noted that if a technician is dispatched on site, coordination with staff will be required to ensure cath lab access for the technician. There were no delay or adverse events or injuries reported based on this event.